Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-06245. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction and stent thrombosis. (B)(6) 2010 - the 95% in-stent restenosed target lesion with pre-existing thrombus, 30 mm long with a reference vessel diameter of 4.5 mm located in the proximal rca extending to the distal rca. The physician treated the lesion with extraction thrombectomy followed by direct placement of overlapping 4.00 x 16mm and 4.00 x 38mm taxus liberte stents with 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel. (B)(6) 2012 - the patient presented with chest discomfort radiating to both shoulders and associated with shortness of breath and mild diaphoresis. The ECG suggested st-segment elevation in inferior leads with reciprocal changes. The patients cardiac enzymes were elevated consistent with protocol definition of mi. The patient was taking aspirin and clopidogrel, the last dose of the study medication was (B)(6) 2011. The 100% occluded target lesion was located in the mid rca. The physician tried using a thrombectomy catheter but could not cross the lesion due to previously implanted stents. The physician treated the mid rca with balloon angioplasty and the placement of a 3.5 x 32mm ion monorail stent. The event was considered resolved without residual effects and the patient was discharged two days later on aspirin and prasugrel (changed back from clopidogrel).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).